Manufacturer narrative:
During an internal review, devilbiss healthcare discovered that an MDR prepared in january 2022 was not successfully submitted. Upon discovery, devilbiss healthcare is submitting the report late.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator reported by the end user as not delivering oxygen. According to the information provided, the end user subsequently required hospitalization. No additional clinical details regarding the hospitalization were made available. The device involved in the incident was not returned to devilbiss healthcare for evaluation; therefore, no device analysis was conducted, and confirmation of the alleged device malfunction could not be performed.